Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received discrepant results for 1 patient sample tested for ise indirect na, k, cl for gen.2 on a cobas 6000 c (501) module. The initial sodium result was 102 mmol/l with a repeat result of 139 mmol/l. The initial potassium result was 2.12 mmol/l with a repeat result of 4.14 mmol/l. The initial chloride result was 153 mmol/l with a repeat result of 103.8 mmol/l. The initial results were not reported outside of the laboratory. The repeat results were considered normal. There was no allegation of an adverse event. The lot information for the sodium, potassium, and chloride electrodes was requested but not provided. The investigation is currently ongoing.

Manufacturer narrative:
The field service engineer (fse) checked the reagent electrodes, the sipper tubing and reference line, and replaced a couple solenoid valves. He found the spring in the cover of the sample probe was warped. The sample needle was not rebounding back properly. Following the service activities performed by the fse the problem has been solved. Other possible root causes include air in the sample channel, leakage current coming from the waste, or an old and/or expired reference electrode.